Manufacturer narrative:
During the investigation a review of complaint history, instructions for use (IFU), quality control (qc), and trends was conducted. The complaint device is not known other than a aaa device. The size, type and lot number are unknown as are any ancillary devices. A manufacturing record could not be investigated. In 2010, the patient underwent stenting for aaa. A cook zenith aaa device is the only information known about the implant. In 2015, aneurysm expansion was observed, possibly during follow-up. On (B)(6) 2015, the patient was treated for aneurysm enlargement laparotomy was conducted as a part of the conversion of the patient to an open procedure. The customer noted that the device was leaking blood from a number of locations corresponding to needle holes (likely from sutures from the construction of the stent graft.) An adhesive sheet was glued to the graft to stop the leakage. The cause of the aneurysm expansion was unknown and the customer doubts it was due to the leakage through the suture holes in the graft. The zenith device has completed design control requirements demonstrating that the device meets the predetermined requirements and that the requirements meet the needs of the user. Specifically, design verification testing included water permeability testing. All results met the acceptance criteria. The IFU provides instructions for use, contraindications, warnings and precautions regarding use of this device. The IFU discusses inaccurate placement and incomplete sealing. Additional consideration for endovascular repair and or conversion to open surgery if conditions such as the following occur enlarging aneurysm, unacceptable decrease in fixation length (vessel and component overlap) and/or endoleak. An increase in aneurysm size and/or persistent endoleak or migration may lead to aneurysm rupture. Patients experiencing reduced blood flow through the graft limb and/or leaks may be required to undergo secondary interventions or surgical procedures. Without additional information about the complaint device and computerized tomography data to investigate the patient's anatomy, it is unclear what could be the root cause of this complaint. Appropriate internal personnel was notified, and continued monitoring of similar complaints will occur.

Manufacturer narrative:
Expiration date: unknown as lot# is unknown. UDI # unknown as lot# is unknown. (B)(4). Date received by MFR: unknown as lot# is unknown. The event is currently under investigation.

Event description:
A pt underwent aaa repair in 2010, as well as open surgery on (B)(6) 15 due to the aaa growth. Initially, it was unknown by the doctor the cause of the aaa growth, but he later confirmed some leaks from the suture holes during open surgery and they were worse than expected. So the doctor suspected the type iii endoleak from the suture holes was the major cause of the aaa growth. The patient had not been treated with anticoagulant. The doctor wrapped the stent grafts with a tissue sealing sheet to stop leaking and completed the procedure.